Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a failed battery test. Advised the customer to insert a new aaa battery, but once again it failed the battery test. Advised customer that the insulin pump will need to be replaced. No further information was reported.